Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor would not power on. The pt received a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (unit will not power up) has been confirmed. Upon eval the monitor would not power on. Upon investigation, there was a segmentation fault while performing the flash memory test. The cause of the problem was isolated to computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective components. The pt received a replacement monitor.